Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The operator replaced the meia lamp, calibrated the probes, and recalibrated the afp assay to return the analyzer to specifications. Similar complaints in which replacement of the meia lamp resolved the issue were not identified, and an adverse trend was not found. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated an axsym analyzer generated discrepant afp results for one patient sample. The axsym generated an initial afp result of 0.04 and a repeat result of 1.9. There was no adverse impact to patient management reported.